Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device history review: a manufacturing record evaluation was performed for the finished device. Product code: 04.200.016ts-15. Lot number:12113p9. The product was released on: 17 apr 2024. Manufacturing site: jabil grenchen. Expiry date: 01 apr 2029. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an orif for distal fibula. The operating room nurse opened the sterile tube package of the screw in question under the surgeon¿s order. When the nurse tried to remove the screw holder from the screw in question for attaching a screwdriver shaft, the screw flew off the instrument table. The surgery was completed successfully without any surgical delay. Patient outcome is reported as stable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.